Manufacturer narrative:
(B)(4).

Event description:
It was reported tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient. A 33mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was positioned and deployed in the laa. The closure device was not stable, the shoulder of the closure device protruded from the laa;. Therefore the closure device was fully recaptured. After the device was recaptured, they found that the distal end was deformed. The procedure was completed with another of the same device. There were no patient complications reported. The patient status was stable.

Manufacturer narrative:
Device returned to MFR., device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman system (wds). The device was bloody. The implant was received with the implant in the sheath, and the implant was consistent with the reported information. The implant was deployed during lab analysis. The sheath, tip, core wire and implant were microscopically and tactile inspected. Inspection revealed sheath kinks located 2 cm and 2.5 cm from the tip along with a perforation by the recaptured anchor, sheath damage (abrasions/anchor perforation), anchor damage, and tip damage (tricuts flared/abrasions). Apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient. A 33mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was positioned and deployed in the laa. The closure device was not stable, the shoulder of the closure device protruded from the laa;. Therefore the closure device was fully recaptured. After the device was recaptured, they found that the distal end was deformed. The procedure was completed with another of the same device. There were no patient complications reported. The patient status was stable.